Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the complainant experienced recurring difficulties in deflating the foley catheter balloons in the obstetric gynecology department. The complainant followed precautions while inflating but allegedly experienced 3 incidents in 2018 and 2 incidents in 2019. It was unknown how the foley catheters were removed, but the urologist was called for removal in at least one of the cases. The other case details are unknown.

Event description:
It was reported that the complainant experienced recurring difficulties in deflating the foley catheter balloon in the obstetric gynecology department. The complainant followed precautions while inflating but allegedly experienced 3 incidents in 2018 and 2 incidents in 2019. It was unknown how the foley catheters were removed, but the urologist was called for removal in at least one of the cases. The other case details are unknown. Per additional information via email from the ibc on 20aug2020, the catheter withdrawn after the several attempts, the balloon inflated. Per additional information via email from the ibc on 26aug2020, the patient was with hyperleukocyturia and hematuria before using the device.

Manufacturer narrative:
The reported event was inconclusive, as no sample returned for evaluation. A potential root cause for this failure mode could be due to a user related (example: over aspirated, incorrect syringe/collapse lumen/sac close eye/valve damage). The device was not returned for evaluation. The lot number was unknown and the information on the packaging lot number was not available. Therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "warning: do not use ointments or lubricants having a petrolatum base. They will damage latex. Visually inspect the product for any imperfections or surface deterioration prior to use. ¿ use luer tip syringe to inflate with stated ml of sterile water. Or ¿ for pre-filled products, remove clip and squeeze reservoir to inflate with stated ml of sterile water. For urological use only. To deflate catheter balloon: gently insert a luer slip tip syringe in the catheter valve. Never use more force than is required to make the syringe ¿stick¿ in the valve. Allow the pressure within the balloon to force the plunger back and fill the syringe with water. If you notice slow or no deflation, re-seat the syringe gently. Use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen, preventing balloon deflation. If necessary, contact adequately trained professional for assistance, as directed by hospital protocol. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient."